Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565-2018-01965, 0001822565-2018-04269, 0001822565-2018-04270, 0001822565-2018-04271, and 0001822565-2018-04272. Implant date: (B)(6) 2017. Concomitant medical products: unknown tibial tray catalog # unknown lot # unknown , unknown tibial insert catalog # unknown lot # unknown , unknown articular surface catalog # unknown lot # unknown, unknown segmental stem collar catalog # unknown lot # unknown , unknown male/female segment catalog # unknown lot # unknown , unknown male/female segment catalog # unknown lot # unknown . (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a segmental right knee arthroplasty. Subsequently, the patient was revised due to loosening of femoral prosthesis.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to provided patient x-rays received from the customer. Photographs were provided but were unable to aid in confirming the reported event. The radiograph review identified significant radiolucency seen along the bone cement interface of the entire femoral stem, most suggestive of loosening. The cement mantle is adequate along the tip of the femoral stem but is inadequate along the remainder of the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.